Event description:
A surgeon reported a patient with unexpected postoperative refractions following bilateral intraocular lens (iol) implant surgeries. The patient has a history of lasik and the surgeon did not have the pre lasik data when performing the initial calculations. Additional information has been requested. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested 04/14/2011 and 04/28/2011 by fax, mail and phone. Additional information was received 04/14/2011 and 04/29/2011 by phone. A completed questionnaire has not been received. (B)(4).